Manufacturer narrative:
Result: faulty brakes. Method and conclusion codes: at filing date, the customer has not been able to locate this unit for stryker staff to confirm this issue. Upon investigation completion, and if add'l info is received, a supplemental report will be submitted.

Event description:
It was reported by service report that the brakes were not holding. No pt involvement or adverse consequences were reported.